Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. A motor grinding noise was noted during the rewind due to a faulty motor. No reset anomaly was noted.

Event description:
It was reported that the insulin pump motor was sounding weird and he noticed a crack. Customer's blood glucose was 100 mg/dl. Customer stated that he is blind and could not see the insulin pump. Customer stated that when he changes out the battery he would reset everything. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.